Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
This supplemental emdr corrects a typographical error in the patient identifier submitted in prior record. Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum #1: this supplemental emdr corrects a typographical error in the patient identifier submitted in prior record. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years post implant of ventralex mesh, patient was diagnosed with bacterial infection, erosion, hernia recurrence, seroma, adhesions, inflammation and purulent discharge thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists infection, erosion, hernia recurrence, seroma, adhesions and inflammation as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-feb-2010) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no.), d.6b (date of explant), e3, g1, g3, g4, g6, h2, h4 (manufacturing date), h6, h10, h11. Corrected fields: d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with abdominal pain and incarcerated umbilical hernia thereby underwent laparoscopic repair with the implant of ventralex mesh. Per operative notes, ¿there were number of adhesions of omentum into umbilical hernia. Cholecystectomy was performed. The apex of hernia sac was dissected and the umbilical defect was repaired by using a ventralex mesh with sutures.¿ on (B)(6) 2011 - patient had drainage from her wound. On (B)(6) 2014 - patient underwent debridement of abscess. On (B)(6) 2014 - patient was diagnosed with infected mesh thereby underwent open repair with removal of mesh. Per operative notes, ¿a pocket containing purulent material was identified. The mesh was dissected circumferentially away from abdominal wall. A segment of bowel was densely adherent to the mesh as it had causing hernia recurrence and folded. The mesh had eroded into the small bowel; thus, segment of bowel was dissected and the mesh was explanted completely.¿ attorney alleged that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, infection, mesh migration, mesh shrinkage, pain, hernia recurrence, seroma and emotional injuries. It was also alleged that mesh had eroded into small bowel wall.